Manufacturer narrative:
Event date: approximated based on event description, as anomalies were identified two weeks prior surgery.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the tube that goes to one of the cylinder was identified; therefore, the cylinder was removed and replaced. The cause of the observed anomaly was not disclosed by the medical staff. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the tube that goes to one of the cylinder was identified; therefore, the cylinders were removed and replaced. The cause of the observed anomaly was not disclosed by the medical staff. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, these ipp cylinders underwent a thorough analysis. The cylinders were visually inspected, microscopically examined, leak and functionally tested; both cylinders performed within specification. Wear at folds was identified in both cylinders; however, this is not likely to have affected the functionality of the device. Product analysis was unable to confirm the clinical observations of tubing hole and tubing fluid leak.